Event description:
It was reported per med watch report that the age of the female patient was (6)(6) old. The balloon had been properly prepped; blue one-way valve attached to balloon, negative pull back done (champagne pop), valve left in place, balloon flushed. When the intra-aortic balloon (iab) was removed from the package, it began to unwrap and got stuck in the sheath, which then had to be exchanged.

Manufacturer narrative:
(6)(4). Follow-up report will be filed if additional information becomes available.